Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they received a recharger service code 4100. The patient reported difficulty charging the ins. The following troubleshooting steps were performed: repositioned the recharger; additional troubleshooting information: patient mentioned usually experiencing charging issue and seeing 4100 recharger service code in the start of charging session. Patient said they have resolved the issue by pressing ok whenever the message appears. Agent advised patient to reposition the recharger. Patient confirmed that they are able to charge the implant in excellent connection. The message did not appear during the call. Patient said they cannot move while they charge the ins and at times its difficult for them to find the ins. Agent advised the patient to reposition recharger and monitor it as it charges. Redirected patient to their doctor if the charging issue persists. Patient mentioned that they will schedule an appointment with their doctor in april or may. Additional information was received from the patient on (B)(6) 2026. They reported that the cause of the difficulty charging was not determined. They were able to successfully recharge the implant. They had contacted their doctor to have the device checked on (B)(6) 2026. The cause of the difficulty finding the ins was not determined. To resolve this issue, they reported that they would be changing out the battery and leads.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient stated that their replacement was planned for (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.